Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital on (B)(6) 2014 due to a drop in hemoglobin to 7.7 and dark stools. The patient received a blood transfusion that evening with no issues. A push endoscopy was performed on (B)(6) 2014, with no bleeding found and no complications during the procedure. The patient had been ambulatory and was feeling better after the blood transfusion. The patient subsequently expired on (B)(6) 2014 from aspiration pneumonitis unrelated to the pump. It was also reported that prior to the patient's death there were no alarms, no changes in the pump parameters, and the pump was functioning as intended.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation, as it was not explanted. A root cause for the patient's drop in hemoglobin and the report of dark stool could not be determined through this evaluation. A full evaluation of the pump could not be conducted because the system was not returned for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.